Event description:
Customer called to report the pump had a no delivery alarm. It was stated that customer disconnected and ran a self-test, but the device alarmed. The infusion was changed with the same result. Troubleshooting was performed. Device passed troulbleshooting testing. Customer reverted to back up plan.